Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced a loss of connection between transmitter and smart device and a hypoglycemic event. Patient reported that she felt light headed then passed out. Patient's husband called paramedics and treated patient with pineapple juice. Paramedics arrived and patient was treated with glucagon. Patient did not go to hospital. Patient alleges that she had the low as a result of the smart device or receiver not sounding an alert due to signal loss. Patient stated that the receiver was set on vibrate mode. At the time of contact, patient is doing good, feeling fine. No additional patient or event information was provided. Data was provided for evaluation. The reported loss of connection was confirmed via data. The root cause could not be determined.